Event description:
Clinic notes dated (B)(6) 2012, indicate the patient was seen for follow up on seizures. Per the notes, the patient reports having more short seizure spells in the last one to two months, averaging four to five days per week, sometimes multiple times per day. The patient is not taking any seizure medications and did not take any through his previous physician (last seen in 2011). The vns output current was increased to 2.75 ma. Chest x-ray review from the radiologist indicates the stimulator device is on the left. Lead extends proximal to the imaging field of the chest radiograph. Single lead extends into the neck. There is a loop at the base of the neck projecting over the c1 transverse process. There appears to be additional wire extending into the base of the neck which is not visualized on the chest radiograph. Attempts are in progress for additional information; however, they have been unsuccessful thus far.

Manufacturer narrative:
.